Manufacturer narrative:
Exact date unknown, event occurred last year around christmas time from the date the manufacturer became aware of the event. Explant date: last year around christmas time.

Event description:
It was reported that the patient underwent an ipg explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.